Manufacturer narrative:
Pump passed displacement test. Basic occlusion test, prime/compromised force sensor system test, excessive no delivery test and occlusion test. No error alarm during testing noted. Unite power up properly after battery installation. Unite received with operating current within specs. No unexpected low battery alarm were noted. Unite passed displacement test, self test, off no power test and all operating current test. Cracked display window corner noted. Pump received with intermittent button response due to corroded keypad traces. No button error alarm during testing. The asr exemption e2015043 was revoked on february 4, 2019. This event was previously reported as an asr. Additional information or analysis results regarding this event will be reported as an MDR

Event description:
It was reported that the insulin pump had cracks in the casing, on the screen and by the reservoir compartment opening. The buttons were less responsive. The buttons sometimes had to be pressed twice. Customer's blood glucose level was not reported. The device was not returned.